Event description:
This is being filed to report the device caused damage to another device. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Imaging was difficult due to the patient anatomy. The clip delivery system (cds) (lot 20221r203) was advanced to the mitral valve. After three unsuccessful grasping attempts, the leaflets were able to be grasped. The clip was deployed without further issue. A second cds (lot 10831r171) was advanced to be placed on the lateral side to stabilize the first clip however the cds was retracted too far and the first clip partially detached from the posterior leaflet. The second clip was implanted on the lateral side with good result. A remaining jet was noted on the medial side therefore a third cds (lot 11014r139) was advanced and the leaflets grasped however the mean pressure gradient increased to 6-8mmhg. The clip was not implanted and the cds removed and the gradient returned to baseline. The procedure was concluded with the mr reduced to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The additional cds device are filed under separate medwatch report number. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported poor image resolution was due to patient anatomy and the reported device damaged by another device (caused damage) was due to user technique. There is no indication of a product issue with respect to manufacture, design or labeling.